Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA (B)(4). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a round-shaped line was observed around the center of the preloaded intraocular lens (iol) after implantation. The reporting physician thought the lens power at the center could be different from the indication of the product due to the round-shaped line which was a discoloration or a dimple appearance from the center of the optic to about half of the optic. The procedure was completed since the lens was implanted. The patient was examined the next day and the line persisted. The postoperative visual acuity test revealed that the value was less than the targeted value. There was no patient injury reported. Decimal visual acuity was 0.6. Through follow-up we learned that the line on the optic was not lathe lines-like but discolored, and looked like an optical dent. The visual acuity was 0.8 on the postoperative day. However, discoloration was not resolved. It was confirmed that there was no problem in the handling method of simplicity preloaded device. The hospital director diagnosed the patient again on may 22nd. When a tomogram was taken via optical coherence tomography (oct) with the anterior segment looking at the lens from the side, the discolored middle part of the optical segment appeared to be white and bulging. Account indicated that there was no change in visual acuity and no complaints of blurry vision. The iol was explanted and no further details were provided.

Manufacturer narrative:
Corrected information: during the submission of report 3012236936-2024-0001569 on the 10th june 2024, the incorrect health effect - impact code and implant date were inadvertently submitted. Please find below the corrected data: section h6 -health effect - impact code: 4629 - device revision or replacement section d6a - implant date: (B)(6) 2024 additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: june 7, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided a photograph and video for evaluation. A lens that had a cloudy portion on the optic body was displayed. The root cause for the complaint issue could not be determined, and the lens condition or issue has not been observed in previous complaints. The returned lens was inspected under magnification. The complaint lens was received covered in an unknown opaque material. The lens presented a cut partially through the optic body. A circular mark was seen through the material. The lens was cleaned and a circular mark was still observed. The complaint issue "discolored" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of ¿cosmetic issues¿ was not confirmed. Conclusion: based on the complaint investigation results, the issue will be further investigated. Should relevant new information be found, a supplemental report will be submitted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.